Manufacturer narrative:
(B)(4).

Event description:
This stent would not cross the lesion. No adverse patient events were reported. The patient is a (B)(6) old male.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device showed that the stent is still crimped in between the two x-ray markers. The crimped stent diameter was measured and is still within the specification. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material- or manufacturing related root cause was determined.